Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: rv lead 402458, implanted (B)(6) 1997. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting a low impedance. It was determined that the lead insulation was damaged. It was also reported that the right atrial (ra) lead also had insulation damage. Both leads were "frayed" at the point where they connect to the device. Both of the leads were capped, and a new system was implanted on the right side of the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.